Event description:
It was reported that the user experienced hyperglycemia after a usual lunch, with blood glucose rising from 282 mg/dl with a rising trend to 319 mg/dl with a steady trend while using the ilet system and a contact detach infusion set (23", 6 mm), with no visible leaks or kinks and no alerts or alarms. Symptoms included no reported clinical manifestations associated with the elevated glucose. Outcomes included user-led troubleshooting and education, including the decision to change all infusion supplies and receipt of replacement infusion components, without need for urgent care or hospitalization. Investigation included remote troubleshooting guidance and review of potential infusion site or supply issues. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.